Event description:
It was reported that the lead broke. It was explanted. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
The lead and titan anchor have been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.